Event description:
The following has been reported: biomed reported: customer has an lvp pump that reported active infusion pump problem service needed. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A DHR review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since the pump was not returned and the complaint was not confirmed or refuted.